Manufacturer narrative:
Upon review of additional information received, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2025-1005294.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.